Event description:
It was reported that the health care provider did not put pumps in anymore because there were problems with the pumps. It was noted that people were not complying. It was unknown what drugs were in the pumps.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: unknown, product type: catheter. (B)(4).